Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/30/2025, the patient experienced sudden numbness in her mouth. While attempting to sit down, she lost consciousness. Her partner checked her cgm, which displayed a glucose reading of 288 mg/dl. No bg meter reading was taken at that time. Emergency medical services (ems) were called. Upon arrival, ems measured the patient¿s bg using a meter, which showed a reading of 45 mg/dl, while the cgm continued to display 288 mg/dl. Ems administered a ¿sugary liquid¿ and transported the patient to the emergency room (ER). During transport, the patient regained consciousness. In the ER, the patient¿s bg meter reading was 90 mg/dl. A cgm comparison value was not available, as the cgm device had been removed by medical staff. The patient received additional ¿sugary liquids¿ and IV fluids. After approximately five hours in the ER, the patient was discharged with a bg meter reading of 103 mg/dl. At the time of reporting, the patient described feeling ¿tired.¿ no data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.